Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing impedance testing, bench handling, defibrillation stress cycling, and environmental chamber without duplicating the report. Review of the log showed a 30j test was performed. The log recorded button presses raising the energy up to 200j and sits at that energy level. The log recorded a "check pads" and "poor pad contact" message. The log recorded the user manually decreased the energy to 30j, and manually charged and shocked with an energy delivered of 38.3 j, as the customer specified. The recorded charge and shock button presses indicate that the user manually delivered energy to the patient and the device did not self-discharge. Therefore, our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.